Event description:
Same case as MFR report #3005188751-2012-00022. It was reported during an atrial flutter ablation procedure, a "pop" occurred while using a livewire tc ablation catheter. During the application of radio frequency ablation (rf), a "pop" occurred. Following the "pop", the generator indicated a short circuit. The catheter was replaced with another sjm catheter and the same problem occurred. There were no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
One 7f livewire tc ablation catheter was received for eval. Visual insp revealed a bend located .0350 inches proximal from the distal end of the tip electrode. The catheter produced the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. Investigation revealed the sensor wires had open circuits at the 11 - 12 and 11 - 13 connections. Further investigation revealed the thermocouple and thermistor wires both indicated open circuits, therefore, the temp response of the thermocouple and the thermistor resistance could not be checked. The distal 5 inches of the catheter were removed which revealed the red and green sensor wires were broken. The sensor wires broke at the tip electrode as a result of the bend in the shaft. When or how the bend occurred was not determined. Review of the device history records could not be performed as the lot number was not provided. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.